Manufacturer narrative:
(B)(4). The complaint rt265 infant dual-heated evaqua2 breathing circuits are currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) via a fisher & paykel healthcare (f&p) field representative, that the heater wire moulded plug of four rt265 infant dual-heated evaqua2 breathing circuits were found leaking during patient use. There was no reported patient consequence.

Manufacturer narrative:
(B)(6) may have caused the failed leak test as reported by the customer, as no fault were found with the returned devices. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuits would have met the required specifications at the time of production. Our user instructions that accompany the rt265 infant dual-heated evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher & paykel healthcare (f&p) field representative, that the heater wire moulded plug of four rt265 infant dual-heated evaqua2 breathing circuits were found leaking during patient use. There was no reported patient consequence.